Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 167 mg/dl. Customer stated that his buttons are not working because the pants he wears at work causes static electricity. Customer stated that he received a button error and he took the battery out to try and diffuse the static electricity. However, when the battery was placed back in the pump, customer stated he received a battery out limit alarm and the keypad is not working. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damaged keypad trace. No button error alarm. Operating currents are within specification. No unexpected battery out limit. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.